Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample having a low viral load and customer handling. This is a run-specific issue and the reagent is performing as expected. The level of amplification observed could indicate a sample with a lower viral load. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, as the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. Finally, as the tests were performed on the same sample collection, homogenization of the sample may have contributed to the different results, as the positive result aligned with the result with film array.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from spain alleged discrepant results when using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The alleged sample initially generated a negative result for sars-cov-2 and influenza a/b when tested on the cobas liat. The same sample was retested on a competitor platform (filmarray) as well as a separate cobas liat analyzer. Both generated a positive result for sars-cov-2. Note that one other sample was alleged, however, no further information could be provided. It is unclear which results were reported out. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.